Manufacturer narrative:
Patient information has been requested. No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the site was using the short spinous process clamp and noted that the spinous process was very large. The surgeon was having issues with opening the clamp all the way and then was having difficulties manually engaging the clamp to close. When the surgeon was able to close the clamp the screws were cross threaded. The surgeon decided to switch to a tall spinous process clamp.  There was no patient harm and the procedure was not delayed.